Event description:
It was reported that the patient had the artificial urinary sphincter removed due to fluid loss causing the device to not work properly. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. The procedure completed successfully and there were no patient complications reported in relation to this event.